Event description:
Patient was undergoing placement of an aicd lead. There was difficulty getting the guidewire to go down on the svc innominate through a standard 9 french short sheath, but was successfully placed. As the lead was introduced for placement in the right atrium, the same difficulty was encountered. The sheath was then changed to a long vascular sheath. The lead was then placed without difficulty. The proceduralist attempted to reposition the lead and noted that he felt that the goretex coating had come off of the lead. It was removed and a replacement lead was then inserted in the right atrium without difficulty. No patient injury was sustained.what was the original intended procedure?implantation of aicd.device #1is this a laboratory device or laboratory test?no.